Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The inspiratory valve was realigned and calibrated to resolve the reported issue.

Event description:
The hospital reported an over delivery of pressure in the patient circuit. There was no report of patient injury.